Manufacturer narrative:
Analysis of the catheter found the catheter body to be kinked and that the collet was not fully locked into place. It was determined that this was due to the method or technique utilized by the healthcare professional while intending to deliver therapy. Analysis of the pump found no anomaly.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis revealed that functional checks during decontamination were acceptable, no destructive analysis was performed.

Event description:
It was reported there was a volume discrepancy at a refill. The exact expected and actual residual volumes were unknown. The residual volume was much greater than expected. The patient had felt her pain was still controlled. There were no symptoms or complications associated with the event. It was unknown if the issue was with the pump or with the catheter. The event required revision and replacement with a new pump. There was inability to aspirate through the catheter access port at the time of the revision. When the pump and catheter were disconnected the catheter did not have return flow. The catheter was also replaced. The system was being used to deliver hydromorphone. The patient status at the time of the report was ¿alive- no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.